Manufacturer narrative:
Based on the info provided by the customer and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.

Event description:
It was reported that when opening the package containing the medical device, the plastic packaging tore. There were no adverse consequences reported.